Manufacturer narrative:
Resmed is unable to confirm the alleged malfunction. The manufacturer requested the device be returned so that an engineering investigation could be performed. There was no adverse event reported for this incident.

Event description:
A customer reported that a CPAP unit caught on fire.